Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
2 heads have been faulty. Pop of the housing keeping them on spindle-oral b pro cross action [device physical property issue]. Case narrative: consumer mailed and stated that last two brushheads have been faulty, heads pop off the housing keeing them on the spindle. No injury was reported.

Event description:
2 heads have been faulty, pop of the housing keeping them on spindle-oral b pro cross action [device physical property issue]. Product counterfeit- oral b [product counterfeit]. Case narrative: consumer mailed and stated that last two brushheads have been faulty, heads pop off the housing keeping them on the spindle. No injury was reported. 01-july-2025 product investigation results. The product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral b power care refill. No injury was reported.

Manufacturer narrative:
01-july-2025, product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.